Event description:
A neuro coordinator from the site reported that the surgeon felt 4mm inaccurate at the cranial or cephalic end of the anatomy while navigating with the synergy spine software utilizing a high definition o-arm 3d spin. The surgeon requested another hd 3d spin be taken. Surgeon alleged navigation was 5mm inaccurate in the cephalic direction when checking accuracy on the spinous process the reference frame was attached to. 5mm inaccuracy occurred on the spinous process one level below the reference frame as well. Surgeon decided to discontinue use of the navigation system and proceeded with the surgery using c-arm fluoroscopy instead. Surgical delay was approximately 20 minutes. No negative impact on the patient's outcome was reported.

Manufacturer narrative:
The site did not wish to provide the patient ID or weight. Simulated use testing was performed with the system on site and it was found that the camera of the s7 was not tracking accurately. A new camera was installed on the system for issue resolution. In house evaluation of suspect camera finds: manufacture date oct 2009. As returned, the psu (a.k.a. Camera) had debris splashed across the front panel including both lenses. In this condition the psu was not able to track well enough to perform an accuracy assessment kit (aak) test. The lenses were then cleaned and the aak test attempted again. This time the psu would track but failed the test at .39 mm on a threshold of .35 mm. Failure directly caused reported event.